Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that while an intraocular lens was being implanted, a piece of it appeared to tear off. The piece was removed with intraocular forceps. The procedure was completed without any further difficulty and the lens remains implanted.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Concomitant product: platinum 1 unfolder cartridge. Visual inspection of the returned cylinder cup revealed that piece of haptic alleged to have been returned was not received. Additionally, the unfolder cartridge was returned and visually inspected. Viscoelastic residue was observed inside the cartridge tube and in the loading zone area. Stress marks were observed in the cartridge tube. No foreign material related to the piece that came off of the lens was found in the cartridge. The observed conditions are compatible with that of a device that has been used. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data, initial report: only product problem should be checked. Outcomes attributed to adverse event: nothing should be checked (as there was no adverse event). Additional information: in follow up it was learned that the surgeon determined that the foreign substance that was retrieved from the patient's eye was adhesive from the ''peel pack'' that had got onto the inserter and then dropped into the patient's eye. Concomitant products: emerald ar unfolder handpiece and (B)(4) unfolder cartridge. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.